Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were having lots of accidents and that it had always been happening as a part of their underlying condition but it had gotten really bad (the patient's symptoms started to come back) within the last couple of weeks. The patient stated the therapy had been helping by 50% or greater but the last few weeks it hadn't been as good and they were scared it wasn't going to work anymore. The patient said they would typically call their managing healthcare provider (hcp) but their hcp was out of the office until "sometime in january" 2026. Patient services reviewed therapy expectations, device description/function and programming and stimulation considerations with the patient and the patient was able to connect to see their settings. The therapy was on and the stimulation was at 2.2 ma on program 4. The patient stated they'd already increased the stimulation a few times in the past and the last time they increased, it felt like something was "not necessarily shooting," but it was going down to their buttock into the outer vaginal area and it wasn't necessarily uncomfortable but they wondered if they'd increased the stimulation too much. Patient services reviewed the patient could try switching to a different program and reviewed stimu lation considerations again as well as ins battery longevity considerations. The patient said that yesterday they had a doctor's appointment and when they got to the appointment they really had to pee however when they got to the bathroom they were steps from the toilet and it all just started heavily pouring out. The patient stated that would always happen that way when they had an accident, where they would just about make it but then they didn't make it. The patient said it happened again on the way home and they pulled into a kroger and tried to make to the bathroom but couldn't. Patient said it had been a beautiful day too but they had to cut it short and that their accidents impacted them and their lifestyle deeply. The patient said they wanted to try switching to a new program and they'd just tell their hcp about it when they saw them next in january. The patient attempted to switch to program 5 but the patient had been connected for some time to their settings and kept accidentally placing the communicator over the handset and they got a message that said "an error has occurred while performing this operation" so the patient had to end their session and reconnect again. The patient got 'device not responding' a few times on the call and admitted they were 7-8 feet away from their wi-fi. Patient services reviewed emi considerations with the patient but then the connected again and they switched to program 5 and they were able to increase their stimulation to .2 ma where they confirmed feeling stimulation comfortably in their bike-seat region. Patient services did not collect external device information as they were focused on the reason for call. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms in january. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.